Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: this report is being filed after the subsequent review of the following literature article, prasarn m., et al. (January 2011). Dual plating for fractures of the distal third of the humeral shaft. J orthop trauma, volume 25 number 1, pages 57-63. This report is for unknown precontoured extra-articular distal humerus locking plate with a "hockey stick" distal configuration /quantity 1/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4) is used for tenderness over distal posterolateral humerus and implant removal with resolution of symptoms. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, prasarn m., et al. (2011). Dual plating for fractures of the distal third of the humeral shaft. J orthop trauma, volume 25 number 1, pages 57-63. Fifteen extra-articular fractures of the distal third of the humerus were treated with dual plates from a single posterior midline incision. There were 8 women and 7 men with average patient age was 49.8 years (range 21-86 years) in this group of subjects. A synthes precontoured extra-articular distal humerus locking plate with a "hockey stick" distal configuration was used as a second plate which was posterolaterally applied and was secured with either locking screws or a hybrid technique. Union was achieved in all cases. One (B)(6)-year old female patient had tenderness over the distal posterolateral humerus and underwent implant removal with resolution of symptoms. This is report 1 of 2 for (B)(4). This report is for an unknown plate.